Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient representative reported right side "severe pain", "irregularity of the shape", "rupture" and "probable leaks", "reduced consistency and with very irregular borders" and concern with textured product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side "severe pain", "irregularity of the shape", "rupture" and "probable leaks", "reduced consistency and with very irregular borders" and concern with textured product. Device remains implanted.